Event description:
It was reported the patient experienced increased pain. An x-ray was performed and revealed a twisted catheter at the pump and a broken end near the anchor. The catheter was broken at the proximal side of the anchor due to the pump flipping in the pocket. A revision was done. The distal segment remained and was spliced to a new 8709 and tunneled to the same pump. The patient was well and receiving effective therapy. The pump was delivering compounded baclofen, dilaudid and prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer, model# 8835, serial# (B)(4). Catheter model#8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. Accessory, model# 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).